Event description:
Customers have experienced false positive results while testing patient samples using a cf inplex asr card. The customer received false positive het for s549r a>c and low signal for y122x. Customer retested all the false positive samples (twice in some cases) and the re-run result, normal/wt, was reported out. No inaccurate results were reported out. Hologic voluntarily recalled this product on 4/1/2016 with a report of corrections and removals.